Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in recovery from a non device related procedure and a remote interrogation was performed. Upon review of the interrogation data boston scientific technical services (ts) noted that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of noise which led to pacing inhibition with greater than two seconds of asystole. The noise occurred at the same time of the procedure and was determined to be due to the use of electrocautery. The crt-d and rv lead remain in service and no adverse patient effects were reported.